Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that five seconds of pacing inhibition was observed during an auto capture commanded test. The patient did not experience any adverse effects as a result and the test was repeated with no further observation of pacing inhibition. Boston scientific technical services advised that this is not a typical result of the auto capture command test and told the clinician to consider programming a fixed output for the right ventricular lead.